Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported complaint of failed downstream occlusion testing was inadvertently missed during evaluation, the device is no longer in its received condition, thus, the evaluation cannot be performed for the reported condition. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.